Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned for analysis in two segments. External abrasion breaching the outer insulation due to another device or feature of the heart was noted at 9.6 cm to 10.5 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.